Event description:
It was reported that the patient experienced no stimulation sensation following a fall. The patient fell on the ins three months ago. It was noted that the device used to be "round", but was now "flat". The patient could not adjust her stimulation. The patient was in good condition. She was re-directed to her physician. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B)(4).